Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The hakim valve was returned for evaluation: DHR - the lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted. Failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris were found on the seat of the ruby ball and corrosion was found on the stator. Root cause - no root cause could be determined for the issue reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to debris between the ruby ball and the seat of the ruby ball stopping the ruby ball from being seated correctly, as noted in the IFU: caution, do not fil, flush, or pump the valve with fluid in which cotton, gauze, or other lint-releasing material has been soaked, at the time of investigation no overflow issues were noted.

Event description:
A facility reported a hakim valve (B)(4) was implanted on (B)(6), 2002. First months of 2025, the patient start to present symptoms of over drainage: vertigo and intermittent tinnitus. Therefore, revision surgery was performed on (B)(6), 2025.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.